Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the esophageal resection, the reload partially fired. A second reload was used but had the same malfunction. The stomach had to be oversew. Suturing was performed as a staple line replacement. The surgical time was extended for 20 minutes as a result.

Event description:
According to the reporter, during the esophageal resection, the reload partially fired. The stomach had to be oversew. Suturing was performed as a staple line replacement. The surgical time was extended for 20 minutes as a result.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n4c2370y sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.